Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (mix old and new test strips).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 114, 136 and 103 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in expressing concerns with results she obtained that are over 100 mg/dl. Customer states she is borderline diabetic and she likes it when her number are below 100 mg/dl. She is concerned with memory results of 114 mg/dl, 136 mg/dl,103 mg/dl. She states that they are erratic, and rises when she test in the morning from day to day. Customer is mixing remaining test strips from a vial with a new vial.